Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of inappropriate therapy delivered due to noise. The root cause was believed to be a lead connection anomaly. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a high impedance measurement alert and delivered inappropriate high voltage shocks to the patient. The lead was explanted and replaced.